Event description:
It was reported that during patient use, the ventilator had a blank screen. The patient was not harmed or injured as a result of the event. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the ventilator and replaced the universal serial bus (usb) flash drive and updated the software level. Unit passed all performed calibrations, est, sst and electrical safety testing and was returned to service.